Manufacturer narrative:
Additional information was received that the patient underwent an explant of the ipg. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing tenderness at the pocket site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing tenderness at the pocket site. The patient will undergo an explant procedure.